Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the keypad buttons were intermittently responding for a couple months but was becoming more frequent. The family member confirmed that there was no peeling or damage to the keypad. The patient reportedly wore the pump on the outside of clothing and cleaned the pump with a damp cloth.